Manufacturer narrative:
(B)(6).

Event description:
It was reported screw cracked while being advanced into femoral tunnel. Screw recovered and set aside. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Device has not been returned for examination. Clinical details were provided that the patient had hard bone and that a tap was not utilized to prepare the insertion site. The starter must be utilized with the biorci-ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used.